Manufacturer narrative:
Updated (device) problem code grid, patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid.

Manufacturer narrative:
Updated date of event to reflect gfe response.

Manufacturer narrative:
Coding grids updated from MFR report number 3003832357-2024-00504.

Event description:
It was reported to philips that the corsium api ssl certificate is expired. No patient harm or injury has been reported. Further information will be send upon completion of the manufacturer's investigation.